Manufacturer narrative:
Product event summary: the data files and the afr-00001 sphere catheter with lot number 0013104895 was returned an analyzed. Log file returned from the field were viewed with the analysis tool. Multiple notifications were observed. No anomalies were identified during external visual inspection of the catheter. The returned catheter passed the mapping and ablation test with the lab test mapping system, no errors were triggered. No performance issues were identified with the returned catheter. During deflection testing, pushing and pulling steering wings was possible without any anomalies. The returned catheter passed the shorts test. No errors were triggered. The returned catheter passed the mapping test. No errors were triggered. While mapping with the returned catheter, it was noted that the catheter shaft appeared to have an apparent 180 degree bend in the 3d space albeit it was straight in the water bath. Upon further dissection and inspection of the handle, reversed polarity on the 3 ndi sensor wires was observed. In conclusion, the sphere catheter failed the returned product inspection due to the reversed polarity of the ndi sensor wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a location feedback issue and catheter chip reading failure occurred. The catheter shaft was noted to be bent despite appearing straight on x-ray, and the guide catheter was also confirmed to be straight. Troubleshooting included changing the cable, re-purging, and re-sequencing, but the problem persisted. The workstation, software, and radiofrequency generator (rfg) were restarted as part of the troubleshooting process. The procedure was completed with a replacement device. No patient complications have been reported as a result of this event.